Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(4) 2013, it was reported that the tubing of the patient's infusion set was leaking at the luer and became disconnected. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
A visual inspection of the connector and tests for flow and leak were performed on the returned used transfer sets. The tubing connector needles were clogged by insulin. The problem mentioned by the customer is related to mishandling of the product by the customer.